Manufacturer narrative:
The field service engineer (fse) called the customer and the customer confirmed they are up and running. Customer performed precision checks for the last three days with no issues. A complaint and service history review was completed for serial number (B)(4) from 13-jun-2015 through 13-jul-2016 for similar complaints. There was 1 complaint reported during this time period was similar to the present issue. The probable cause of the event was related to specimen handling. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported failed precision/high cv with their aia-2000 analyzer. Customer indicated a slight bias with evening shift. A field service engineer was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.